Event description:
The MFR received information alleging a ventilator's internal battery would not hold a charge. The device was not in patient use. The device has yet to be returned to the MFR for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.